Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. However, found moisture damage on the lcd board. No moisture damage on the motherboard, interface board, rf board, motor, and vibrator assembly noted. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump kept alarming button error. Customer's blood glucose was 99 mg/dl. Customer reported when she took showers there was a lot of steam, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.